Event description:
The dental implant fx6010swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 2 weeks after implantation. The doctor indicated that osteonecrosis and cancer lead to the implant removal. The patient had history of cancer and has been recovered without complications.